Manufacturer narrative:
(B)(4). Knife, indicator disk. The (B)(4) device was returned with the closing trigger and anvil closed. The visual inspection showed the 3-stroke indicator disk was damaged. A reload was received loaded on the device and void of staples. No functional test could be performed due to the conditions of the device. The device was disassembled to verify the conditions of the internal components and a clip was found lodged in the anvil knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. While no conclusion could be reached as to how the indicator disk became broken, please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaw became not to open after the sixth firing. The device was removed by cutting the both sides of the jaw with an electrical scalpel and the sites were sutured. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).